Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to adjust stimulation because they were losing control and could not feel stimulation. Patient sometimes felt stimulation in the lower buttock and back. It was noted that patient fell a year ago and broke 7 ribs, and also fell again this week. Patient noted they were having pain in the head and found they had tmj in the jaw and got a shot. Patient stated a manufacturer representative reset their device six months ago, but did not remember and that they should be ok. Patient increased stimulation to 1.8v and was feeling stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device had been turned up for more stimulation leading to the stimulation in the back. The stimulation was decreased to 1.8 to resolve the issue. No further complications were reported or anticipated.